Manufacturer narrative:
Date of event: used the first date of the month of the bsc aware date as the event date was not provided.

Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that guide wire was damaged and insertion difficulties were encountered. During preparation of a 300cm, 8cm poly tip v-18 control wire, it was noted that the wire was unable to pass through a 0.018 non-bsc support catheter. Upon inspection, a bumped was noticed on the wire weld where the ice tip attaches. No patient complications were reported. However, returned device analysis revealed guide wire coating peeled. The device was returned for analysis. Unit returned with its original box labeled. The device has its distal tip slightly kinked and shows damage on its covering (stretched). There was evidence of friction (covering peeled off) on a section at the distal end of the device. The outer diameter of middle of the device and proximal section were within specification; however, the overall length and the outer diameter of distal tip could not be performed due to device condition (cover section of distal end damaged).